Event description:
Mesh was explanted for an unspecified reason. It was reported that the user wants to know if the ring was detached. There was no report of patient symptoms or complications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.